Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had missed the chair and hit her bottom. Customer's blood glucose level was over 300 mg/dl. Customer stated that she took insulin earlier and has been eating lunch but has not bolused yet. Customer stated that the time won't change to the right time. Customer has been giving a weird correction as a result. Customer mentioned that there is also a large crack in the casing by the reservoir and a black o-ring is missing from the reservoir compartment and the battery compartment. Customer stated that the battery will show zero and when she screws the battery cap back on, the battery fills again. Customer also had a low battery alert with batteries only lasting 3 weeks. Customer was advised to not wear the pump at all. No further assistance needed.